Manufacturer narrative:
A visual examination of the broken plate was performed. The fracture of the plate was found bridging one of the two center slots of the plate. The thickness, width and slot width were all measured and found to be within specification. Without additional information, a definitive conclusion as to root cause cannot be drawn.conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break.additional mdrs associated with this event:MDR 3025141-2014-00226: screw 1,MDR 3025141-2014-00227: screw 2,MDR 3025141-2014-00228: screw 3,MDR 3025141-2014-00229: screw 4,MDR 3025141-2014-00230: screw 5,MDR 3025141-2014-00231: screw 6,MDR 3025141-2014-00232: screw 7.

Event description:
A broken clavicle was fixed with an implanted clavicle plate. Less than one month post op, the plate broke. It was explanted along with the seven screws.